Event description:
The patient has a scs system which includes two leads from the same lot. It was reported the patient is not receiving effective stimulation nor does she like the sensation of the stimulation. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.